Event description:
Customer she recently received the insulin pump which had a crack. Right after she received the device she was hospitalized. Customer stated someone helped her set up the device but she was still having issues. Customer's current blood glucose was 152 mg/dl. Customer was assisted with programming the device. Customer stated she was not hospitalized and did not have a serious injury. No further information reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.